Manufacturer narrative:
Device eval summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specs. In conclusion, it is probable that the pt had an undesirable side effect to the injection, as indicated in the dfu (edema, pain at the injection sites can occur).

Event description:
Two days after treatment with juvederm 24hv in the nasolabial folds, the pt presented with pain, swelling and pus discharge from the left nasolabial fold nearest the left nasal alar. The pt was prescribed adventin and celestene. The symptoms resolved about a month after the initial treatment. The physician feels the antibiotics were necessary to prevent worsening of symptoms which could lead to permanent damage.